Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for urinary incontinence. It was reported that the patient's implantable neurostimulator (ins) was flipping and was hurting at the ins site. They noted that it might have been due to them losing a lot of weight. They were unable to find another doctor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.